Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported he experienced two events were the pump did not regulate him throughout the night correctly and his blood glucose lowered to 19 mg/dl, both times. Paramedics were called out to his home events occurred a couple of weeks apart about 6 weeks ago. Customer was taken to the hospital the first time and the second he was treated at home with a shot. Customer did not recall dates. Customer stated he might have pressed something incorrectly on the device but did state the second time he programmed less insulin then what he needed. Customer stated he also went to emergency room because of high blood glucose of 449 mg/dl. Customer had run out of supplies and had to revert to manual injections. Customer stated he was not wearing the sensor. No further information reported.